Manufacturer narrative:
Manufacturing review: a lot history review was conducted and identified that a device history record (DHR) review was not required. Visual inspection: the sample was not returned, therefore a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned, therefore a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
It was reported that during a stent graft deployment in an a-v fistula of the upper arm, the stent graft could not be deployed. After several unsuccessful attempts were made to deploy the stent graft, the entire device was removed and another stent graft was used to complete the procedure. There was no reported patient injury.